Manufacturer narrative:
The investigation for the optical signal issue and low pump flow has been completed. The pump was not returned for investigation. The data log shows that the placement signal was an unreliable alarm, with a value of 3000 from the pump plugged into the console. Additionally, the pump was starred, and the impella flow showed 0 l/min. All 5s optical signal values were within specifications. The imc log confirms the suspicious calibration values during startup. Optical signal issue might be related to an aic software issue, and it will be investigated in 25-4068-2. The cause of the low pump flow issue was not determined since product was not returned. The cause of the optical signal issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and after the implant, aortic waveform was not present. There was also a placement signal unreliable alarm. The pump started on auto and the flow tile stated impella flow calculation disabled then read 0/0 with a motor current peaking at 962/626 (628). The pump was explanted and replaced. There was no patient harm.